Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2014, the physician perforated the uterus and aborted the procedure. The pt was transferred to the intensive care unit (ICU). It is unk if intervention was required. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).